Manufacturer narrative:
The end user informed us that the device is being held in pharmacy and cannot be returned for evaluation. There has been a total of (B)(4) packs of three (B)(4) units) sold since 2012 with 9 total complaints recorded for (B)(4) units for similar occurrences ( B)(4). Per the product IFU, this device is very delicate and excessive stress or sideways pressure can cause damage to the blade. This type of damage is consistent with excessive force placed on the tip causing it to break off. Based on the above information, no further actions are required. This can be seen as the final report. If additional information is obtained, a follow up report will be submitted.

Event description:
The customer alleged that after using the karlin spinal blade, during the operation the doctor saw that the tip of the blade broke off. There was no injury to the patient as a result.

Manufacturer narrative:
Additional information is still being obtained by the end user. The customer has stated that the device is still available, however, it has not been confirmed if it will be returned. A follow up report will be submitted once additional information is obtained.